Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited liquid fluid inside the light guide lens which was dry after aeration. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02 - expected or random component failure without any design or manufacturing issue. No further escalation is required. A historical review of the last 12 months of complaints was performed for ar a050402 code, and no trends were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.